Manufacturer narrative:
No product was returned with inability to perform investigation. However, two pictures were received. In both pictures, a leak coming from the air vent of the filter was observed. The manufacturing process was reviewed; no discrepancies found. Based on the evidence, the complaint was confirmed. The root cause was found from a previous CAPA that filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd administration set was leaking chemo drug (etoposide in 500ml) from administration set filter. Subsequently, patient was able to receive rest of their infusion. No patient consequences were reported. No adverse effects were reported.